Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
This report is filed january 20, 2015.

Event description:
Per the clinic, it was reported the array was partially inserted in the cochlea. The device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.